Event description:
The pt was exposed to a hand held security wand. Afterward, the pt felt dizzy and sick for about 45 minutes. The deep brain stimulator was checked with the pt programmer after exposure and was still on. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).